Manufacturer narrative:
Clarification to implant date: between (B)(6) 2016 and (B)(6) 2018. Clarification to age or date of birth: (B)(6) (B)(4). Article citation: subasi, sevgi, et al. ¿a retrospective analysis of safety and efficacy of xen 45 microstent combined cataract surgery in open-angle glaucoma over 24 months.¿ turkish journal of ophthalmology, vol. 51, no. 3, 2021, pp. 139¿45. Crossref, doi:10.4274/tjo.galenos.2020.47629. Multiple requests for further information have been made. Allergan has received no response from the authors. The event of glaucoma progression is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The article "a retrospective analysis of safety and efficacy of xen 45 microstent combined cataract surgery in open-angle glaucoma over 24 months" noted the serious adverse event of one patient had four needling procedure performed but also needed an additional aqueous tube shunt glaucoma surgery at postoperative 3 months due to stent insufficiency.